Event description:
Catheter placed in pt without problem. When blue port was aspirated, it made a whistling sound which lead care provider to believe there was an air leak or pin hole in port. The catheter was removed and replaced without incident.